Manufacturer narrative:
Unit received with no button response due to unlocked j2/lcd keypad connector. Unable to verify unexpected battery power loss, motor error alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test and excessive no delivery test due to no button response. Motor passed motor test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
Customer describes via phone call that they have received a motor error. Customer was advised to disconnect from the pump and asked to troubleshooting for this alarm. Customer's blood glucose at the time of the call is 124 mg/dl. Customer explained that she waits until the reservoir is completely empty in order to rewind the pump. Customer is told that she should not wait until reservoir is empty as this puts a strain on the battery. Customer states that the batteries do not last very long. Customer was advised to replace the battery in order to finalize the troubleshooting. Customer states that she is driving and cannot change batteries at the moment of the call and will call back when she gets home and is able to change the batteries. The device will not be returned or the outcome of this complaint.